Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer requested audit report to determine if the user or the device harmed patient. Patient safety incident occurred from (B)(6) 2021 through (B)(6) 2021 in room #426/4pcu. Patient was being monitored for >24 hours without receiving an elevated st alarm in the tele cmu on 3pcu. Patient had a stemi and was transferred to higher level of care.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer requested a clinical audit emailed to them from bed 416 from 8/26-8/30. The customer then spoke with a philips clinical application specialist (cas). The customer requested assistance with downloading a clinical audit log due to a patient safety incident. The incident occurred from 08/28/2021 through 08/30/21 in rm #426/4pcu. The patient was being monitored for >24 hour without receiving an elevated st alarm in the tele cmu on 3pcu. The patient had a stemi and was transferred to higher level of care. A philips field service engineer (fse) retrieved the clinical audit logs and provided them to the customer. The fse indicated that the customer was not alleging a failure or defect with the monitoring system that caused patient harm. The customer was looking for assistance in retrieving the clinical audit logs so they could determine if there was user error. The logs were forwarded from pic complaint investigator to a philips clinical specialist (cs) for review. The cs did not find any st alarms for this patient. On 8/30 at 10:08 equipment 54 was removed from the patient and cleared from monitoring at 11:13. This is presumed to be a discharge. St analysis and ste measurement is off by default in profile a.the st was turned off again a few minutes lateradditional log information showed that this patient had arrhythmia alarms and spo2 low/desaturation alarms all night long that were acknowledged. There was no product malfunction; this is considered a user issue. Log information was provided to the customer to resolve the issue. No further investigation or action is warranted at this time.

Event description:
The customer requested audit report to determine if either the user or the device harmed the patient.patient safety incident occurred from (B)(6) 2021 in room #426/4pcu. Patient was being monitored for >24 hours without receiving an elevated st alarm in the tele cmu on 3pcu. Patient had a stemi and was transferred to higher level of care.